Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received intermittent power source alerts when plugging the pump into a wall outlet. Additionally, the battery gauge was intermittently observed to be fluctuating. The customer's blood glucose (bg) ranged from 46-500 mg/dl. The customer addressed low bg by consuming sugar. Reportedly, the customer continued to use the pump for insulin therapy.